Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during preparation for use for an unspecified procedure, the electrosurgical generator 'esg-400' displayed error message e433 when it was switched on. After having repeatedly restarted the device, the error did not recur, and the intended procedure was completed using the same set of equipment without significant delay. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation nor to any repair center. Therefore, the evaluation was performed exclusively on the basis of the available information. The reported error message e433 is triggered by the generator¿s safety system and can have different technical causes. Since the generator was not returned to any olympus organization, the cause for the occurrence of the error message could not be determined in this case and it is also unknown whether the reported error was a permanent or a temporary fault. However, in the case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.